Manufacturer narrative:
As of (B)(6) 2016 aso has not received returned samples from the consumer. However, aso was able to obtain a lot number and performed test for adhesion properties on retained samples of the same lot number. Refer to this report for further details.

Event description:
Consumer reported that she used bandage to cover a burn that was getting infected and the adhesive part of the tape caused a burn and bubbles all the way around.

Manufacturer narrative:
As of 05/02/1206 aso has not received returned samples from the consumer. However, aso was able to obtain a lot number and performed test for adhesion properties on retained samples of the same lot number. On 05/16/2016 aso received information from consumer who sent returned samples of device. The lot number on the returned samples was different from the lot reported in 04/05/2016. Aso evaluated returned samples and retained samples of the same lot number for adhesion properties on 05/20/2016.

Event description:
Consumer reported that she used bandage to cover a burn that was getting infected and the adhesive part of the tape caused a burn and bubbles all the way around.